Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a heat rash under the device. The patient was given a prescription of hydrocortisone from her physician. The irritation improved after using hydrocortisone and (B)(6) powder.